Event description:
It was reported that an ilet user experienced a prolonged low glucose episode, with the cgm displaying ¿low¿ and the user ingesting approximately 15 grams of oral carbohydrates; the user turned the ilet off during the event and later reported feeling improved, and the event was associated with recent postpartum changes and possible weight loss, while the medical device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with confusion. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device malfunction or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.